Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a true ventricular tachycardia (vt) episode which was treated appropriately, however, the patient passed out as a result of the vt episode. There was far field r-wave (ffrw) oversensing observed during this episode. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.